Event description:
The customer stated that the insulin pump had some discoloration in the screen and the upper left corner was black. The customer's blood glucose was 242 mg/dl. After inserting new batteries the display still did not return to normal. The device was neither dropped nor bumped. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.